Manufacturer narrative:
The lens was returned wrapped in a surgical sponge. Solution is dried on the lens. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. Root cause: the product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. There are no other complaints in this lot the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A sample intraocular lens (iol) was received with a questionaire reporting an explant due to a refractive error. Additional information received, the lens exchange on the right eye was performed approximately three months following the initial procedure. A different manufacturer lens was used in the exchange.